Event description:
Customer called to report high blood glucose levels and bent cannulas on the insulin pump. Customer also reported issues with sensor glucose verses blood glucose differences. Customer's blood glucose reading was 97 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.